Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient experienced an infection with several areas of redness and drainage. The implantable pulse generator (ipg) system was explanted and the patient was treated with antibiotics. The patient is scheduled to have a leadless ipg implanted. No further patient complications have been reported as a result of this event.